Event description:
Non-numeric result from chemistry analyzer -beckman coulter lx20/datalink-sent to the laboratory info system -lis- mysis healthcare/sunquest info systems-was converted to a numeric result by the lis and erroneously reported to the pt record. Immediately discovered and corrected by reporting clinical laboratory scientist. Manufacturer -mysis- contacted. Scientist was instructed to enter a "calculation filter r2 work-around" into each test program to avoid this known problem. Reporter believes that this is a design flaw/but that is more appropriately addressed in the interface specifications for the lis-chemistry combination.